Event description:
It was reported that the left ventricular (lv) lead was surgically repositioned due to dislodgment. Although re operation was performed, the guidewire could not cross through the original lead. Subsequently, this lead was explanted and replaced. A new lead was implanted. No additional adverse patient effects were reported.